Event description:
The complainant reported that they have had problems with transducer drifting over the past month. They have been able to reset the transducers throughout the case. They have switched out lot numbers, changed cables, and verified all connections. When the transducer is open to air it stays at zero, but when they set to close, it drifts. They switched to a competitor transducer and also experienced drifting. The account is aware of the issue, is monitoring the procedure closely, and is not medicating as a result of drift. There has been no harm or injury to the pt. It was reported that there were 30 defective devices; however, information was only given for one event.

Manufacturer narrative:
Device evaluation summary- three used devices were returned to merit for evaluation. Each device was functionally tested. None of the devices exhibited any drifting and were found to be within specifications. The complaint was not confirmed; therefore, no conclusion can be drawn. The device history record was reviewed and no specification deviations were noted. The complainant reported that they have had the same problem with a competitor's device. Therefore, it is possible that the operation context caused the failure, although this cannot be confirmed. Eval method codes: device history record reviewed. Results - operational context may have caused event.